Manufacturer narrative:
The device model number cf-h290i is used as a representative of the scope, as the details of the actual device are not known. Full name of the facility is (B)(6) hospital. There are total 9 devices associated with this event (four automatic endoscopy reprocessors (aers), four water filters, and one unknown scope). These devices are captured in medwatches with patient identifiers as below: patient identifier: (B)(6). Model #: oer-5 (aer). Serial #: (B)(4). Patient identifier: (B)(6). Model #: oer-5 (aer). Serial #: (B)(4). Patient identifier: (B)(6). Model #: oer-6 (aer). Serial #: (B)(4). Patient identifier: (B)(6). Model #: oer-6 (aer). Serial #: (B)(4). Patient identifier: (B)(6). Model #: maj-2317 (water filter). Patient identifier: (B)(6). Model #: maj-2317 (water filter). Patient identifier: (B)(6). Model #: maj-2317(water filter). Patient identifier: (B)(6). Model #: maj-2317 (water filter). Patient identifier: (B)(6). Model #: cf-h290i representing the unknown scope. This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the facility, the water supply lines to the device were disinfected on the day the acecide disinfectant of the device was changed. The normal usage for of the acecide disinfectant for the facility was 27 times before the acecide was required to be changed. The facility did not do a check for the disinfectant concentration at every use of the device as recommended by the instructions for use. However, a disinfectant concentration check was performed for one of the aer devices the day after the disinfection of the water supply line, though the 27 uses were not completed, and the device failed the concentration test. In addition, it was found that this was the first time the facility disinfected the water supply line since the aer devices were delivered approximately 10 months ago; the water filters of all four aers also had not been replaced since the first use of the device. The facility does not have any incident of harm reported to any patient or persons. The facility has now been made aware that the acecide concentration check needs to be performed for every use. There is a possibility that a scope was reprocessed under these circumstances and used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. The following information is stated in the instructions for use (IFU): ¿4.3 workflow for cleaning and disinfecting endoscopes and accessories using an aer/wd¿. Olympus will continue to monitor field performance for this device.